Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial device evaluation, the user's report was confirmed. The image had gone out due to a charged coupled device unit failure. Additionally, the cable was found twisted and the coupler had corrosion present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd 3cmos camera head lost the image during procedure preparation. Additional details relating to the patient and the event have been requested, but no response was provided. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that no image was displayed because it could not be transmitted due to a break inside the cable. The cause of the cable break / damage could be identified. Olympus will continue to monitor field performance for this device.